Manufacturer narrative:
Insulin pump received with intermittent esc button due to flattened esc dome switch. No button error alarms were noted. Insulin pump received with cracked case on display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 235 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that some of the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.